Event description:
After a diagnostic cardiac cath via right superficial femoral artery (sfa) with a 5f competitor's sheath, there was difficulty depressing button one of a 5f mynx control vascular closure device (vcd). However, the mynx control was deployed successfully with no calcium on the vessel. The patient returned to the cath lab with decreased pulses. The patient was cathed via the left femoral artery (lfa) and was found to what appeared to be the sealant inside the right femoral artery (rfa). The physician was unable to remove it with thrombectomy and ended up placing a stent in the right sfa with a percutaneous transluminal angioplasty (pta). After the procedure, a 5f mynx control vcd was used to achieve hemostasis. The mynx storage temperature did not exceed 25 °c. There was no access site tortuosity. There were no damages noted to the sealant sleeves after removal from the package. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer with no difficulty connecting the sheath and the mynx control. Button number 1 was fully depressed with resistance. The sealant deployed completely above the access site. Button number 2 fully depressed and the balloon fully deflated. The mynx control was deployed successfully and hemostasis was achieved. The patient then returned to the cath lab with decreased pulses. The patient was cathed via the left femoral artery (lfa) and was found to what appeared to be the sealant inside the right femoral artery (rfa). The physician was unable to remove it with thrombectomy and ended up placing a stent in the right sfa with a percutaneous transluminal angioplasty (pta). The mynx control was discarded and will not be returned for analysis. No other information was provided.

Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After a diagnostic cardiac cath via right superficial femoral artery (sfa) with a 5f competitor's sheath, there was difficulty depressing button one of a 5f mynx control vascular closure device (vcd). However, the mynx control was deployed successfully. The patient returned to the cath lab with decreased pulses. The patient was cathed via the left femoral artery (lfa) and found what appeared to be the sealant inside the right femoral artery (rfa). The physician was unable to remove it with thrombectomy and ended up placing a stent in the right sfa with a percutaneous transluminal angioplasty (pta). After the procedure, a 5f mynx control vcd was used to achieve hemostasis. The mynx storage temperature did not exceed 25 °c. There was no access site tortuosity. There were no damages noted to the sealant sleeves after removal from the package. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no difficulty connecting the sheath and the mynx control. Button number 1 was fully depressed with resistance. The sealant deployed completely above the access site. Button number 2 fully depressed and the balloon fully deflated. The mynx control was deployed successfully and hemostasis was achieved. The patient then returned to the cath lab with decreased pulses. The patient was cathed via the left femoral artery (lfa) and was found to what appeared to be the sealant inside the right femoral artery (rfa). The physician was unable to remove it with thrombectomy and ended up placing a stent in the right sfa with a percutaneous transluminal angioplasty (pta). No other information was provided. Two photographs were received for analysis. The first attached photograph appears to be an angiogram image. It appears that the right femoral artery has a complete blockage and decreased blood flow. The second attached image appears to be a large clot. The composition of the clot cannot be determined through photo analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant inaccurate placement (intravascular)¿, ¿mynx control button one actuation difficulty¿, and ¿vascular occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported events. Although an angiogram image was provided, without the return of the clot and the device, the composition could not be determined. According to the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.